Manufacturer narrative:
Concomitant medical products and therapy dates: (B)(6) 2009: tg3715/06529958, g3720/06553590. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tg3420/06475295, tg3715/06529958, and tg3720/06553590). A distal type I endoleak was observed during the procedure, however the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. The endoleak was reportedly resolved, and no issues were reported. The diameter of the aneurysm was 70 mm. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm was 70 mm. No issues were reported. On (B)(6) 2010, one year follow-up imaging showed that the diameter of the aneurysm was 70 mm. No issues were reported. On (B)(6) 2011, two year follow-up imaging showed that the diameter of the aneurysm was 67 mm. No issues were reported. On (B)(6) 2012, three year follow-up imaging showed that the diameter of the aneurysm was 68 mm. Non-contrast computed tomography (CT) was performed, so it was unknown if endoleak was present. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 75 mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm was 75 mm. Non-contrast CT was performed, so it was unknown if endoleak was present. No further information is available.